Event description:
The event is reported as: there was a pt issue of decreased ventilation while on the hme (B)(4). The pt did not experience a desaturation of oxygen. The pt was on a ventilator while using the (B)(4) adult circuit. No pt injury reported.

Manufacturer narrative:
It is unk, at the time of this report, if the device sample is available for evaluation.